Event description:
Reporter alleged obtaining discrepant blood glucose results of 119 mg/dl and 111 mg/dl on the advantage system compared back to back with results of 70 mg/dl and 91 mg/dl on the doctor's system, when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.